Event description:
As reported, during preparation for use for a therapeutic procedure, when turn on the power, the display in the middle of the numbers on the front panel flow meter does not appear. The device was used as is and the intended procedure was completed with no problem reported. There was no patient impact, no harm reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation service repair noted there was no abnormality in the appearance during physical evaluation, however, during device testing, the problem was reproduced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon was caused by the failure of the led elements. Since only some of the led's are off and not the entire led, it is possible that the led element mounted on the front panel is malfunctioning. The root cause could not be determined. Olympus will continue to monitor field performance for this device.